Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed errors, as well as excessive no delivery alarms. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a47 error alarm due to corrupted history file. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.